Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of peritoneal perforation ('perforation (other) please describe and state the location of the perforation: omentum.') And device dislocation ('migration of essure device location of device: peritoneal cavity') in an adult female patient who had essure (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hirschsprung's disease. Previously administered products included for an unreported indication: synthroid from 2007 to (B)(6) 2019, lisinopril from 2007 to (B)(6) 2019 and buspirone. Concurrent conditions included hypothyroidism since 2007, blood pressure high since 2005 and anxiety since 2004. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced peritoneal perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("pain: vaginal"), pelvic pain ("pain: pelvic") and abdominal pain lower ("pain: right side of lower abdomen"). The patient was treated with surgery (bilateral salpingectomy -omentectomy with foreign body removal, total abdominal colectomy with ileostomy). Essure was removed on (B)(6) 2017. At the time of the report, the peritoneal perforation, device dislocation, vulvovaginal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, pelvic pain, peritoneal perforation and vulvovaginal pain to be related to essure. The reporter commented: plaintiff claim that most, if not all symptoms decreased. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporter's information was added. Lot number was added. Injury no replaced with new events. Added event migration of essure device location of device: peritoneal cavity, vaginal pain, pelvic pain, pain right side of lower abdomen, perforation (other) please describe and state the location of the perforation: omentum. Event onset date was added. Concomitant conditions, concomitant drugs, medical history, lab data were added. Date of removal was added. Reporter's information was added. Patient's demographics was added. Essure confirmation test not done incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of peritoneal perforation ('perforation (other) please describe and state the location of the perforation: omentum.') And device dislocation ('migration of essure device location of device: peritoneal cavity') in an adult female patient who had essure (batch no. 58565-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included hirschsprung's disease. Previously administered products included for an unreported indication: synthroid from 2007 to (B)(6) 2019, lisinopril from 2007 to (B)(6) 2019 and buspirone. Concurrent conditions included hypothyroidism since 2007, blood pressure high since 2005 and anxiety since 2004. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced peritoneal perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vulvovaginal pain ("pain: vaginal"), pelvic pain ("pain: pelvic") and abdominal pain lower ("pain: right side of lower abdomen"). The patient was treated with surgery (bilateral salpingectomy -omentectomy with foreign body removal,total abdominalcolectomywithileostomy). Essure was removed on (B)(6) 2017. At the time of the report, the peritoneal perforation, device dislocation, vulvovaginal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, device dislocation, pelvic pain, peritoneal perforation and vulvovaginal pain to be related to essure. The reporter commented: plaintiff claim that most, if not all symptoms decreased. Most recent follow-up information incorporated above includes: on 18-sep-2019: update of information (batch is not valid).follow up 3 and 4 processed together. On 18-sep-2019: medical record received. Medically confirmed case. Reporter added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.